Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately low compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient reported a blood glucose result of ¿70 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. A couple weeks after the start of the alleged issue, the patient claimed he felt a symptom of dizzy. The patient reportedly went to the emergency room (ER). The patient reportedly obtained a blood glucose result of ¿471 mg/dl¿ with another device. The patient was administered ¿insulin shot and fluids¿ as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was using expired test strips at the time of the reported concern. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.